Event description:
It was reported that the customer received an auto-off alarm. During troubleshooting with tandem technical support, the auto-off feature was discussed (feature can be set up to 24 hours or turned off). There was no impact to customer's blood glucose level.